Event description:
The patient reported he has not charged his ipg since 2011 due to unrelated health issues. The patient indicated he is unable to confirm operation of the ipg as both his charger and programmer are damaged. The patient was sent a replacement charging system and is considering undergoing surgical intervention at a later date.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.